Event description:
Additional information was received on 04feb2021. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to sections b1, b5 and h1 and to provide the completed investigation results. It was inadvertently reported that manual compression was used to achieve hemostasis however, it was confirmed that a second angio-seal device was used to achieve hemostasis. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed since the sample was returned for evaluation. Based on the available information, the exact root cause of the reported bleeding cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a senior physician entrusted hemostasis to a young physician who had an experience of using the angio-seal device. The young physician followed the procedures as usual, however, reported that the device could not be locked, and the angio-seal device fully came out of the insertion sheath when the angio-seal device was withdrawn. The senior physician therefore took the young physician's place. In terms of appearance, the device did not look like the device was broken, however the device could not be locked. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.